Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory. No communication could be established between the device and the programmer. Additional analysis was performed and the device began to interrogate with a programmer and communicate normally. The cause of the field event was not determined.